Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable as the lens remains implanted. Phone: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the intraocular lens was implanted in the patient's left eye. The lens rotated twice and required repositioning. Further, a biometric error on the cylinder was also noted. Lens implant position based on calculation was at an axis of 72 º. Post operative: lens rotated to an axis of 135º and the physician decided to reposition the lens. Second post operative: lens rotated to an axis of 85º and the physician decided to reposition the lens once more. Third post operative: lens rotated to an axis of 60º. The physician reportedly wants to explant the lens. The explant was not performed yet as the physician is awaiting information to confirm if the problem is related to the lens. No additional information provided.

Manufacturer narrative:
Corrected data: information known but not included in the initial MDR: the initial MDR did not include that the lens was in fact explanted on 07/16/2018. Patient is complaining that he is not seeing, he is still without correction of residual cylinder of 5.0 with a visual acuity result of 20/25. The following sections have been updated accordingly: if implanted; give date: (B)(6) 2018. If explanted; give date: (B)(6) 2018. Patient code: 3191 - astigmatism, residual cylinder. Device code: 3191 - lens explanted. Device evaluation: the explanted lens was not returned for investigation. Therefore, a device evaluation could not be performed and the customer's reported complaint could not be verified. Manufacturing record review: a review of the manufacturing records was performed. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review there was no indication of a product malfunction or product quality deficiency. The product was manufactured according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/12/2019. Device returned to manufacturer: yes. Device evaluation: the complaint sample was received dry in a little jar at the manufacturing site for evaluation. Visual inspection of the return sample shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.